Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drm, implantable cardioverter defibrillator, (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that since implant, the right ventricular (rv) lead sensing of r-waves had decreased from 6.1 millivolts to 1.6 millivolts. Another rv sensing configuration was tested and the r-waves measured 3.4 millivolts. It was noted that other electrical measurements were consistent and steady. At the check, it was also found that the right atrial (ra) lead had some far field r-wave (ffrw) oversensing. Reprogramming was done and the oversensing was eliminated. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.